Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7071777/7071766.

Event description:
It was reported that the patient was experiencing inadequate pain relief, overstimulation when diving and burning sensation despite multiple reprogrammings. The patient underwent an explant procedure. The explanted devices were not returned.